Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. Device received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad of insulin pump was not working properly. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the up and down arrows were hard to press. Customer was advised to observe the clock for one minute and confirmed that clock advances. Customer also stated that the insulin pump had crack on battery compartment, however lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.